Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has determined to re-classify this type of event as reportable. This report is being filed as part of a retrospective review being conducted in response to this new decision. There was no patient involvement. Livanova (B)(4) manufactures the electronic venous occluder (evo). The event occurred in (B)(6). The device was returned to livanova (B)(4) for investigation. During testing, the clamp was found to open and close as expected with no issues. The device was tested extensively, including testing in a climate chamber and a 12 hour test run, and no errors were produced. The reported issue could not be confirmed. As a precaution, a board, ribbon cable and motor were replaced. The nvmem was cleared and the device was updated, and subsequent functional testing and technical safety inspection were completed without issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced, a root cause was not determined.

Event description:
Livanova (B)(4) received a report that an electrical venous occluder (evo) displayed an error message during priming. There was no patient involvement.